Manufacturer narrative:
The customer reported that during charting, the techs in the war room noticed 9 pvc conditions occurred without adequate alarming. Nihon kohden technica support (nktc) sent the customer the document for retrieving files and a link to attach them for qa investigation. The device was on patient use however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that during charting, the techs in the war room noticed 9 pvc conditions occurred without adequate alarming.

Manufacturer narrative:
On (B)(6) 2017, bme (B)(6) at (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) did not alarm correctly for 9 premature ventricular contraction (pvc) conditions. Service requested: troubleshooting/assistance. Service performed: additional information was requested for the investigation, which includes: what leads were being monitored, device settings, event list, ECG strip, all logs. Multiple attempts were made to contact the customer with no further response. Investigation result the cns was put into service on 03/28/15, which is over 2 years prior to the reported issue. There was a reported issue that the unit did not properly alarm for 9 pvc conditions. Due to the lack of information provided by the customer, such as additional details of the initial reported incident, along with alarm settings and log files containing data at the time of reported incident, investigation is limited. From the information available, it is not possible to determine how the system responded or why. There were found 8 additional reported issues at the facility in which the cns failed to alarm. Of those issues, there was no confirmed failure of the cns. The issue is not isolated to a specific unit. It appears the device functionality, settings, and optimal lead placement/use are not well understood at this facility. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency during manufacturing of the device. Per cns-6201a operator's manual, an arrhythmia alarm occurs when an arrhythmia occurs. A message is not displayed when: (1) alarm functions are set to off on the bedside monitor, and/or (2) alarm for the arrhythmia is set to off. The cns operator's manual also advises customer on alarm function, settings (including alarm limits ranges), arrythmia recall, and alarm priorities. In particular, section 13 "parameter setup" under optimum lead advises the following: (1) follow the physician's instructions for lead position when available. (2) lead ii and lead vi is generally considered suitable for arrhythmia monitoring. Note: it is unknown which lead was in use at the time of reported issue. (3) some types of ecgs are difficult for automatic analysis, and heart rate or arrhythmia detection level is not accurate for some patients. In these cases, a procedure is outlined to find the appropriate lead for automatic analysis. Note: it is unknown if this was performed for the patient. If there is any doubt about the arrhythmia analysis, customer is advised to make the monitor relearn the patient's ECG and check that the dominant qrs is appropriate. Information needed to conduct an investigation was not provided. Based on the given information, the root cause could not be confirmed. Trending of this issue at the facility suggest possible cause may be user error/education needed. Although the customer suspected the device to not alarm correctly, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. There were no further reported issues with this unit. Correction: f9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 12/19/2017 not 01/16/2018 as listed on MDR initial report.

Event description:
The customer reported that during charting, the techs in the war room noticed 9 pvc conditions occurred without adequate alarming.